Manufacturer narrative:
H10: additional information: updated sectionsd4 and h4.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed they were each received in original packaging with the batch number of the complaint on the label. The t1 is off the device. The t2 is in place on the needle. The variable depth straw is trimmed. Device two showed the t1 is off the device. The t2 is in place on the needle. The variable depth straw is trimmed. A functional evaluation of device one, using a simulation meniscus, showed the t2 deployed and implanted as intended. Device two showed the t2 deployed and implanted as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair, two ultra fast fix failed to deploy the first t implant according to instructions, then the specialist took the implant out of the joint, but the first peek of the guide came out. The specialist try to mount it as received but it did not work. It was also reported that the device broke and the pieces were removed form the patient's body. It is unknown how the procedure was completed. A non-significant surgical delay took place and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).